Manufacturer narrative:
Product complaint # (B)(4). Additional information: b3, e1 initial reporter facility name, h6. Health effect - clinical code, h 6. Health effect - impact code additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. - date of event: 10/06/2025. - hospital name: (B)(6). - product name: prineo demobond. - product code: please ask theatres. - lot/batch/exp: please ask theatres. - did the event happen during a procedure? - were you in the procedure at the time of the event? - event outcome/how was it managed? - was there any consequence to the patient due to the event? - was the surgery prolonged due to the event? If yes, confirm -how many minutes delay no - is the product available for return? - please give a detailed explanation of the event: please see summary below: no problems during surgery. The patient went home on day three without any problems. Has bleeding through the prineo dressing. Was asked to apply dressing. Seen in hospital again and redressed. Subsequently had to visit hospital couple of times and then was seen in the dressing clinic at two weeks. The wound was dressed few times but by 3 ½ weeks there was infected discharge from the distal end of the wound although the rest of the wound had healed. Subsequently he had revision of the implants (full revision) due to significant deep infection. It is difficult to attribute the infection due to prineo dermobond as there was deep infection rather than superficial wound problem. ¿does the surgeon believe the prineo caused or contributed to the infection?¿ it is difficult to attribute the infection due to prineo dermobond as there was deep infection rather than superficial wound problem. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. The surgeon has not responded, I have sent multiple emails to request the information and an in-person visit. Unfortunately, no further detail sent. Which layer of tissue was infected? Is photo available of patient infection? Description of event, symptoms, manifestation of infection name of surgery? What was the procedure date? What date /day post op was the reaction noted? Was any prescription strength medication prescribed to treat? Please specify? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code and/or lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was mentioned reported a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. Patient needing to be returned to theatre with a deep infection. No additional details known. Meeting surgeon on 22nd july to uncover further information. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: patient status/ outcome / consequences -->, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Which layer of tissue was infected? Is photo available of patient infection? Description of event, symptoms, manifestation of infection. Name of surgery? What was the procedure date? What date /day post op was the reaction noted? Was any prescription strength medication prescribed to treat? Please specify? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code and/or lot of products used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.